Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) was dispatched to the account. The fsr noted that the r1 syringe had a leak which caused the rv 1-2 antenna to short circuit. The fsr replaced the syringe and the lls antenna, rv 1-2 and stat. The fsr indicated the instrument was performing according to specifications. A review of the risk reduction memo indicates the architect i2000sr is certified to the appropriate (B)(4) safety standards that apply to electrical equipment for measurement, control, and laboratory use. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to provide adequate information regarding electrical hazards and an emergency shutdown procedure. The investigation did not identify a product deficiency.

Event description:
The abbott field service representative (fse) noted a smell of melted aluminum and observed smoke coming from the syringe area on the architect i2000 analyzer. There was no injury reported.